Event description:
The patient has two leads (from the same lot) implanted as part of her scs system. It was reported the patient is not receiving adequate stimulation. The patient helped someone move and afterwards, when she turned stimulation on, it would shut off and come back on and give her a shocking sensation. The sjm representative met with the patient and indicates invalid contacts on the left lead. Reprogramming was unsuccessful. X-rays were to be taken and surgical intervention will possibly be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.